Event description:
It was reported that a patient underwent a hammock sling procedure in 2008. During the procedure, the surgeon inserted the inserters on both sides. Upon removal of the inserter on the patient's left side, the mesh came out with the inserter and the fleece tip was detached from the mesh. Some bleeding occurred which was stopped by applying a vaginal prep inserter into the vagina to obtain pressure which was then removed. The procedure was successfully completed with a different type of sling device. Post-operatively, the patient was doing fine.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.